Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pain. The right ventricular (rv) lead exhibited undersensing noted on current electrograms (egm). Variable r-waves amplitude was also noted on the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.